Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient entire implantable neurostimulator (ins) system replaced because ¿it was done incorrectly¿ based on what they were told by their current physician and the manufacturer¿s representative. It was also reported that the patient had a ¿good deal of pain¿ it they tried to program the device ¿past a very low level.¿ the patient stated that they still had issues. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.